Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No motor position encoder error alarm could be verified in the alarm history due to an erased history file.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer also reported several other motor error alarms were present in the alarm history. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.